Manufacturer narrative:
.

Event description:
It was reported to philips that the heartstart mrx defibrillator was unable to use the 12 lead function after bench repair. There was no patient involvement.